Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell. Per the initial report, home patient (hp) had a system error 2240(air in the line). The hp stated he was asleep when the hc alarmed. The technical service representative (tsr) assisted the hp to check all the lines for any kind of holes or tears, check the catheter to make sure he was completely connected and check all the bags for any holes or tears. The hp stated everything looked fine to him. The tsr explained the alarm and then assisted the hp to cycle the power off/on twice to clear the system error 2240. The tsr then explained to start over with all new supplies. Customer contacted global product surveillance on (B)(6) 2011. The hp stated he was able to complete therapy with new supplies. The hp did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.